Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune-like symptoms") and intra-abdominal haemorrhage ("a lot of bleeding/abdominal") in an adult female patient who had essure (ess205) (batch no. 626222) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, cholelithiasis, cholecystitis, thyrotoxicosis, thyromegaly (mild), goiter, hypercholesterolemia, gerd, gastritis, appendectomy, cholecystectomy, hernia repair, multigravida (g4) and multiparous (p4). Concurrent conditions included hypertension, gastritis, obesity, bloating, dizziness and headache. In (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraines"), back pain ("back pain"), pain in extremity ("leg pain"), pain ("waist pain"), intra-abdominal haemorrhage (seriousness criterion medically significant), uterine stenosis ("tightening of uterus"), alopecia ("hair loss") and genital hypoaesthesia ("numbness of uterus"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy in (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, dyspareunia, migraine, back pain, pain in extremity, pain, intra-abdominal haemorrhage, uterine stenosis, alopecia and genital hypoaesthesia outcome was unknown. The reporter considered alopecia, autoimmune disorder, back pain, dyspareunia, genital hypoaesthesia, intra-abdominal haemorrhage, migraine, pain, pain in extremity, pelvic pain and uterine stenosis to be related to essure (ess205). ¿concerning the injuries reported in this case, the following ones were described in patients medical record: back pain, pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune-like symptoms") and intra-abdominal haemorrhage ("a lot of bleeding/abdominal") in an adult female patient who had essure (ess205) (batch no. 626222) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, cholelithiasis, cholecystitis, thyrotoxicosis, thyromegaly (mild), goiter, hypercholesterolemia, gerd, gastritis, appendectomy, cholecystectomy, hernia repair, multigravida (g4) and multiparous (p4). Concurrent conditions included hypertension, gastritis, obesity, bloating, dizziness and headache. In (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraines"), back pain ("back pain"), pain in extremity ("leg pain"), pain ("waist pain"), intra-abdominal haemorrhage (seriousness criterion medically significant), uterine stenosis ("tightening of uterus"), alopecia ("hair loss") and genital hypoaesthesia ("numbness of uterus"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy in (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, dyspareunia, migraine, back pain, pain in extremity, pain, intra-abdominal haemorrhage, uterine stenosis, alopecia and genital hypoaesthesia outcome was unknown. The reporter considered alopecia, autoimmune disorder, back pain, dyspareunia, genital hypoaesthesia, intra-abdominal haemorrhage, migraine, pain, pain in extremity, pelvic pain and uterine stenosis to be related to essure (ess205). ¿concerning the injuries reported in this case, the following ones were described in patients medical record: back pain, pelvic pain." Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.